Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), sinus operation ("sinus surgery"), tonsillitis ("tonsils surgery") and adenoidectomy ("adenoids surgery") in a 78-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sinus operation (seriousness criterion medically significant), tonsillitis (seriousness criterion medically significant), adenoidectomy (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), menorrhagia ("heavy period/ menorrhagia"), back pain ("back pain"), allergy to metals ("metal allergies") with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), bladder disorder ("bladder problem"), micturition urgency ("urinary problem- frequency issues"), pollakiuria ("urinary problem- frequency issues"), nausea ("nausea"), visual impairment ("vision/eye problems type: I have to wear bifocal glasses andcontact"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), irritability ("hormonal changes describe: irritability"), libido decreased ("decreased libido"), iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency anemia due to heavy menses"), amnesia ("neurological conditions or problems type: memory loss") and abdominal pain ("pain on both sides of my abdomen"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sinus operation, tonsillitis, adenoidectomy, dysmenorrhoea, menorrhagia, back pain, allergy to metals, vaginal haemorrhage, depression, bladder disorder, micturition urgency, pollakiuria, nausea, visual impairment, eye disorder, fatigue, weight increased, irritability, libido decreased, iron deficiency anaemia, amnesia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenoidectomy, allergy to metals, amnesia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, iron deficiency anaemia, irritability, libido decreased, menorrhagia, micturition urgency, nausea, pelvic pain, pollakiuria, sinus operation, tonsillitis, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion three trailing coils were noted on this side. The left fallopian tube was cannulated and the essure was deployed once again in the same fashion. Again, three giant coils were seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming events "menorragia" and "pelvic pain" most recent follow-up information incorporated above includes: on 25-jun-2018: pfs and medical record received: reporter information, product indication and vent ¿urinary problem¿ updated with ¿urinary problem- frequency issues¿ new events: hormonal changes describe: irritability, decreased libido, blood or heart disorder/condition type: iron deficiency anemia, neurological conditions or problems type: memory loss, vision/eye problems type: I have to wear bifocal glasses and contact, pain on both sides of my abdomen were added. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), sinus operation ("sinus surgery"), tonsillitis ("tonsils surgery") and adenoidectomy ("adenoids surgery") in a 78-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tonsillitis (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), menorrhagia ("heavy period/ menorrhagia"), back pain ("back pain"), allergy to metals ("metal allergies") with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), bladder disorder ("bladder problem"), micturition urgency ("urinary problem- frequency issues"), pollakiuria ("urinary problem- frequency issues"), nausea ("nausea"), visual impairment ("vision/eye problems type: I have to wear bifocal glasses andcontact"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), irritability ("hormonal changes describe: irritability"), libido decreased ("decreased libido"), iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency anemia due to heavy menses"), amnesia ("neurological conditions or problems type: memory loss"), abdominal pain ("pain on both sides of my abdomen"), abdominal pain lower ("cramping"), pain ("I'm still sore") and swelling ("I'm feeling swelloen"), underwent sinus operation (seriousness criterion medically significant) and adenoidectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes),) and have to wear bifocal, glasses and contact. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sinus operation, tonsillitis, adenoidectomy, back pain, allergy to metals, depression, bladder disorder, micturition urgency, pollakiuria, nausea, visual impairment, eye disorder, weight increased, irritability, libido decreased, iron deficiency anaemia, amnesia, abdominal pain, pain and swelling outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, adenoidectomy, allergy to metals, amnesia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, iron deficiency anaemia, irritability, libido decreased, menorrhagia, micturition urgency, nausea, pain, pelvic pain, pollakiuria, sinus operation, swelling, tonsillitis, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: three trailing coils were noted on this side. The left fallopian tube was cannulated and the essure was deployed once again in the same fashion. Again, three giant coils were seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming events "menorragia" and "pelvic pain" concerning the injuries reported in this case, the following one/ones were reported via social media report " swelling, pain" most recent follow-up information incorporated above includes: on 20-feb-2019: social media report received - events- "I'm still sore, I'm feeling swelloen " added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), menorrhagia ("heavy period/ menorrhagia"), back pain ("back pain"), allergy to metals ("metal allergies") with hypersensitivity, anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), nausea ("nausea"), sinus operation ("sinus surgery"), tonsillitis ("tonsils surgery"), adenoidectomy ("adenoids surgery"), eye disorder ("vision/eye problems"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, back pain, allergy to metals, anaemia, vaginal haemorrhage, depression, bladder disorder, urinary tract disorder, nausea, sinus operation, tonsillitis, adenoidectomy, eye disorder, fatigue and weight increased outcome was unknown. The reporter considered adenoidectomy, allergy to metals, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, menorrhagia, nausea, pelvic pain, sinus operation, tonsillitis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Three trailing coils were noted on this side. The left fallopian tube was cannulated and the essure was deployed once again in the same fashion. Again, three giant coils were seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming events "menorragia" and "pelvic pain". Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet- all relevant medical record, concurrent condition were added. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, depression, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), sinus, tonsils and adenoids, pain, vision/eye problems type, fatigue, weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), sinus operation ("sinus surgery"), tonsillitis ("tonsils surgery") and adenoidectomy ("adenoids surgery") in a 78-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sinus operation (seriousness criterion medically significant), tonsillitis (seriousness criterion medically significant), adenoidectomy (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), menorrhagia ("heavy period/ menorrhagia"), back pain ("back pain"), allergy to metals ("metal allergies") with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), bladder disorder ("bladder problem"), micturition urgency ("urinary problem- frequency issues"), pollakiuria ("urinary problem- frequency issues"), nausea ("nausea"), visual impairment ("vision/eye problems type: I have to wear bifocal glasses andcontact"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), irritability ("hormonal changes describe: irritability"), libido decreased ("decreased libido"), iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency anemia due to heavy menses"), amnesia ("neurological conditions or problems type: memory loss"), abdominal pain ("pain on both sides of my abdomen") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sinus operation, tonsillitis, adenoidectomy, back pain, allergy to metals, depression, bladder disorder, micturition urgency, pollakiuria, nausea, visual impairment, eye disorder, weight increased, irritability, libido decreased, iron deficiency anaemia, amnesia and abdominal pain outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, adenoidectomy, allergy to metals, amnesia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, iron deficiency anaemia, irritability, libido decreased, menorrhagia, micturition urgency, nausea, pelvic pain, pollakiuria, sinus operation, tonsillitis, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Three trailing coils were noted on this side. The left fallopian tube was cannulated and the essure was deployed once again in the same fashion. Again, three giant coils were seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming events "menorragia" and "pelvic pain" most recent follow-up information incorporated above includes: on 11-oct-2018: new pfs received- previously reported event abnormal event (vaginal hemorrhage and menorrhagia) outcome was updated to recovered from unknown. Event fatigue outcome was updated to recovering from unknown. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain"), sinus operation ("sinus surgery"), tonsillitis ("tonsils surgery") and adenoidectomy ("adenoids surgery") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as stress urinary incontinence and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), tonsillitis (seriousness criterion medically important), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("heavy period/ menorrhagia"), back pain ("back pain"), allergy to metals ("metal allergies"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("hypersensitivity reaction"), depression ("depression"), bladder disorder ("bladder problem"), micturition urgency ("urinary problem- frequency issues"), pollakiuria ("urinary problem- frequency issues"), nausea ("nausea"), visual impairment ("vision/eye problems type: I have to wear bifocal glasses and contact"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), irritability ("hormonal changes describe: irritability"), libido decreased ("decreased libido"), iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency anemia due to heavy menses"), amnesia ("neurological conditions or problems type: memory loss"), abdominal pain ("pain on both sides of my abdomen"), abdominal pain lower ("cramping"), pain ("I'm still sore") and swelling ("I'm feeling swollen"), was found to have weight increased ("weight gain") and underwent sinus operation (seriousness criterion medically important) and adenoidectomy (seriousness criterion medically important). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes),) and non-drug therapy (have to wear bifocal, glasses and contact). At the time of the report, the fatigue was resolving and the dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage and abdominal pain lower had resolved. The outcomes for pelvic pain, sinus operation, tonsillitis, adenoidectomy, back pain, allergy to metals, depression, bladder disorder, micturition urgency, pollakiuria, nausea, visual impairment, eye disorder, weight increased, irritability, libido decreased, iron deficiency anaemia, amnesia, abdominal pain, pain and swelling were unknown. The reporter considered abdominal pain, abdominal pain lower, adenoidectomy, allergy to metals, amnesia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, heavy menstrual bleeding, hypersensitivity, iron deficiency anaemia, irritability, libido decreased, micturition urgency, nausea, pain, pelvic pain, pollakiuria, sinus operation, swelling, tonsillitis, vaginal haemorrhage, visual impairment and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: results: total bilateral occlusion *three trailing coils were noted on this side. The left fallopian tube was cannulated and the essure was deployed once again in the same fashion. Again, three giant coils were seen. Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming events "menorrhagia" and "pelvic pain" concerning the injuries reported in this case, the following one/ones were reported via social media report " swelling, pain". Quality-safety evaluation of ptc: for essure: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: patient age corrected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), menorrhagia ("heavy period"), back pain ("back pain"), allergy to metals ("metal allergies") and anaemia ("anemia"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, back pain, allergy to metals and anaemia outcome was unknown. The reporter considered allergy to metals, anaemia, back pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.